Event description:
It was reported that inappropriate therapy during an svt was observed. The device was reprogrammed to ventricular channel only and has had no further inappropriate therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.